Event description:
Earlier this year, a new lot number of abbott precision xceed pro glucose meter test strips were put into use. This new lot number (4c785h) was gradually being brought into the system while the old lot number was being exhausted. With this, the point of care review of patient data showed an increase in patient results giving a false <20 mg/dl glucose. We also noticed both high and low controls giving a zero for the mg/dl. The incidence rate prior to the lot number change over for false results was <1% and is currently at 3%. A sister facility has also just begun using this lot number of glucose test strips. Our lab department spoke to abbott, and the abbott rep. Is working with their leader to see if we can get the product with this lot switched out. There were two boxes of strips and a meter sent to abbott. The lab was told it would take 6 ¿ 8 weeks for investigation. They could not say if this was happening anyplace else.